Event description:
Doctor called to state he had patients complain about bristles falling off the gum technique deep clean toothbrushes and the brush head broke off of the handle.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.